Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been rec'd to date. Additional info will be submitted within 30 days of receipt.

Event description:
The balloon broke upon insertion. There was no pt injury.